Event description:
Alleged event: healthcare professional reported of the right-side device: 'ruptured.' The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).